Event description:
It was reported that there is a poor barrier separation of sample after use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. This occurred on 5 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: after the specimen was collected and sent to the lab to be spun the blood is not separating.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of poor barrier separation through a corrective and preventive action (CAPA#(B)(6).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is a poor barrier separation of sample after use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. This occurred on 5 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: after the specimen was collected and sent to the lab to be spun the blood is not separating.